Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 016. The test well in question appeared visually positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(6) 2016. The fse determined the instrument in question to be operating as expected.

Event description:
On 10jun2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2016.